Event description:
The customer reported the flat screen image disappeared during operation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The bios was reconfigured. The system was then found to be working as intended.